Manufacturer narrative:
(B)(4). Medical devices: 15-105050, m2a 1 pc shell 38mmx50mm, 993340, 11-103202, taperloc por fmrl lat 7.5x135, 038900. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient's right hip was revised 12 years post implantation due to pain, discomfort, and metallosis. The head was exchanged and capsulectomy was performed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Revision operative notes note severe right hip pain with extremely high cobalt and chromium metal ion levels. Synovectomy and a capsulectomy were performed along with exchange of the head component. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The head component was returned and evaluated against the reported event. Visual inspection found scuffing and wear on the outer radius consistent with metal on metal construction. A few dings were observed around the rim of the head. A tool mark was found on the outer radius. Black debris is present inside the taper of the head. Sem analysis found the taper of the head was reviewed with optical microscopy. Taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over majority of the surface with severe corrosion and corrosion debris. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00336.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.